Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he faced a bent cannula which led to high blood glucose level. Therefore, they tried to treat it with bolus via pump, but the blood glucose level did not come down. He got so sick that on (B)(6) 2023, the patient went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis. His highest blood glucose level was 1000 mg/dl and had high ketone level which his healthcare professional assessed as dangerous/life threatening. Moreover, the infusion set had been used for 3-4 days. Further, he was transferred to the intensive care unit. During hospitalization, she received fluids of saline, insulin, and unspecified (drug name unknown) medication as corrective treatment. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Similarly, on (B)(6) 2023, the patient faced a bent cannula after 3 or more hours of insertion. The site location was patient's abdomen with scar tissue. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.